Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient received a notifier alert, high, out-of-range high voltage lead impedance was observed upon review of remote transmission. The patient would be brought into the clinic for further testing.